Event description:
Removal surgery performed on 01/20/1999 to remove aesculap socon implants. The pt was originally implanted with the scoon implants on 12/09/1997. Xrays taken on 12/22/1998 indicated that there was loosening at the l3-15 vertebrae, in addition to signs of pseudarthrosis. Attempts to obtain add'l info from the user facility has not been successful to date, however aesculap will continue to follow-up. This event type is occurring below the frequency and severity that are usual for this device system.